Event description:
It was reported that upon device interrogation, it was observed that the device was in backup bvvi. The device was explanted. No adverse consequences were reported after the event.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. The reset occurred due to a parity error. After the parity error was cleared, the device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the parity error which led to the reset could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.